Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the laser cut filter broken. Based on the result, we concluded that it was caused due to the excessive force applied on the laser cut filter. In addition, our technician confirmed that the objective lens cloudy (not clear view), the nozzle gluing missing, and the down pulley wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.